Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: "hi" mmol/l (mobile meter) and 12.8 mmol/l (compact plus meter). The "hi" mmol/l result, which on the system indicates a result in excess of 33.3 mmol/l. No adverse event reported. The compact plus test strip lot number was unknown. Return of the suspect device was requested for evaluation.